Event description:
It was reported that (2) devices were used during a laparoscopic colectomy. It was reported by the affiliate that the tsb45 was fired by the surgeon. The first two firings went well. Then the surgeon reloaded the device with a tr45b and the stapler was then fired. The device cut, but did not staple, because the cartridge was empty. The surgeon had to convert the operation and make a colostomy. After a few days the pt had a fistula. The devices have not been returned from the hosp. 06/20/2000, additional info from affiliate: the surgeon did not specify how many days after colostomy the pt had the fistula. The fistula was treated putting the pt under total parenteral nutrition and seemed to improve. Co has contacted the sale promoter and asked him to go to the hosp to know if the pt has left the hosp. Obviously the pt should have in some months another intervention for resolving the colostomy.